Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently being sent to bbm (B)(4) for evaluation. A follow up report will be provided when the evaluation results become available.